Event description:
An r-port was placed feb 22,1996 for chemotherapy administration. Treatment had been completed and a routine chest film on april 7, 1997 revealed the catheter had severed and migrated to the right atrium. Uneventful retrieval followed. The port was removed and pt's condition is good. This device was returned, evaluated and retained by the MFR. The engineering eval indicated the catheter shaft was broken into two pieces with a 1.7 centimeter segmnet still attached to the port. The shaft break was a ragged, cicumferential tear. A circumferential crack half way through the shaft was present 0.5 centimeters from the shaft breakpoint. The portion of the shaft that severed measured 33 centimeters from the shaft break point. It also exhibited a circumferential tear part way through the shaft approximately 0.5 centimeters from the break point. Follow up revealed this port was in place approximately 14 months. Details regarding the number of times this port was accessed could not be determined. Since this port was in place approximately 14 months and another port was not placed because the treatment had run its course, co believe user technique during access and pt anatomy may have contributed to this event. Directions for use for this product state: "always access the system with the needle perpendicular to the implanted port. Insert the needle tip fully through the septum until the needle makes contact with the needle stop".